Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators .

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac accessories . Device arrived with physical condition of case and front panel damaged. Testing verified complaint and isolated it to impact dislodged oscillator dump valve. This was the cause of the noise, which was customer induced by impact. Summary of repairs were replaced case. Reinstalled oscillator dump valve. Device passed all testing. Repair summary: preventative maintenance. Replaced damaged faulty interim flow block, variable relief valve, out of spec pressure manometer. Installed input filter, orings and illegible sn label. Performed pm.

Event description:
Information was received that during a bench test a smiths medical pneupac parapac ventilator there was "no out put and something rattling inside". No adverse effects were reported.